Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2015 with blood glucose of 400 mg/dl. Customer reported that there was a 911 call and was taken to the hospital. Customer had symptom of nausea vomiting. Customer was hospitalized due to high blood glucose. Customer was hospitalized for three days and was treated with medication and insulin drip. Customer was off of insulin pump for twelve hours before hospitalization. Customer declined troubleshooting due to insulin pump functioning as designed.